Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, chest discomfort, arrhythmia, heart block, fatigue, bradycardia and was in poor physical condition. It was also reported that the right ventricular (rv) lead exhibited pacing and sensing failure, high and undefined impedance, over-sensing, and a fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated an issue with the sensing function. If information is provided in the future, a supplemental report will be issued.